Event description:
During a surgical procedure, the flare on the cutting forceps detached inside the pt. The flare was recovered with no injuries to the pt. The surgery was completed with another like device.

Manufacturer narrative:
The complaint was confirmed. The flare is detached from the device and was returned with the device. The flare is cut lengthwise - clean cut. The distal lip of the flare shows signs of cracking. The proximal end is intact with no flash and no dents. The device jaw insulation is cut due to jaws being retracted into the shaft without the flare. The device was received with the ratchet locked in the "on" position.